Manufacturer narrative:
Full-text journal article was obtained, providing further detail regarding this event: medtronic received information from eurointervention journal about complications associated with surgically implanted mitral valves from march 2012 to october 2012. These patients underwent transcatheter repair of failed mitral bioprosthesis by trans-septal delivery and valve-in-valve implantation of a melody valve. After the melody valve-in-valve implant (model and size unavailable) into a non-medtronic valve implanted 11 years with severe mitral regurgitation, the melody valve was noted to have moved proximally toward the left atrium during removal of the bib balloon. An attempt was made to secure the valve in place using a second melody valve placed viv-in-valve, without success. Post-dilatation failed to flare the distal ends of the melody valves, in an attempt to lock the valves within the bioprosthesis. The inner valve diameter was 25-26mm which was found to be too large for the melody valve implantation. The decision was made to perform emergency surgical removal and replacement via a right thoracotomy approach. The valve was replaced with a non-medtronic porcine valve without complication. Conclusion: the implant of this valve in the mitral position is contraindicated in the instructions for use (IFU). The IFU warns "do not implant in the aortic or mitral position. Preclinical bench testing of the melody valve suggests that valve function and durability will be extremely limited when used in these locations." In addition, the inner valve diameter was 26mm which was found to be too large for the melody valve implantation. Based on the information available, the event appears to be related to the implant site. No further investigation is required at this time. Medtronic will continue to monitor for similar events. (B)(4).

Event description:
Medtronic received information from euro intervention journal abstract about complications associated with surgically implanted mitral valves from (B)(6) 2012. It is unknown the manufacturer behind the valves. These patients underwent transcatheter repair of failed mitral bioprosthesis with severe paravalvular leak (pvl) by trans septal delivery of a melody valve. One patient had controlled melody valve embolisation (migration) which required emergent surgical replacement. The inner valve diameter was 26mm which was found to be too large for the melody valve implantation. No other adverse patient effects were reported.

Manufacturer narrative:
The product remained implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Citation title: percutaneous complete repair of failed mitral valve prosthesis: simultaneous closure of mitral paravalvular leaks and transcatheter mitral valve implantation - single-centre experience. Authors: kliger c, angulo r, maranan l, kumar r, jelnin v, kronzon I, fontana gp, plestis k, patel n, perk g, ruiz ce source eurointervention : journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology : 2014 may 7 pg.